Event description:
Intl affiliate reports that the eight week post-operative examination revealed that an implanted monoaxial screw was broken. Revision surgery found a second monoaxial screw was also broken. The devices were explanted and replaced. See mfg report# 1526439-2008-00129 for the second monoaxial screw that was involved in this event. As surgical intervention occurred, an MDR is being filed to document this event.

Manufacturer narrative:
The broken monoaxial screw has been returned for eval. Review of the device history record confirmed the lot met spec requirements when released to stock. No conclusions can be made at this time. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device. A follow up medwatch report will be filed if the eval of the returned device reveals something other than that which is stated above.